Event description:
It was reported that during a hysterectomy, the device became to be activated with the max and the min button intermittently. Also, the device continued to be activated after letting go of the max button. No error code was displayed. Although there was a little bleeding (about 10cc) during this procedure, no blood transfusion was required. It was unclear whether the bleeding occurred due to this event. The bleeding was stopped with an electrosurgical knife. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional, activating when each of the max and min activation buttons were compressed. No continuous activation occurred during any functional testing. The cutting of test media performed as expected. The device was disassembled and no anomalies were found. The button assembly was disassembled and inspected for evidence associated with activation issues. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.